Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during implant procedure on (B)(6) 2024 patient experienced a dural tear when placing lead. As a result, a blood patch was performed to address the issue. Patient did not experience any symptoms post procedure.